Manufacturer narrative:
The customer reported that the system was experiencing low energy output during a procedure. There was no patient impact, and no noted delays or cancellations as a result of the reported event. The case was completed by increasing the energy output. The company service representative examined the system and determined that the laser indirect ophthalmoscope (lio) fiber optic cable was the probable cause of the reported event. The company service representative installed a new lio cable. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on september 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming lio cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported experiencing low energy output during a procedure. The energy output was increased to complete the case. There was no harm to the patient.